Event description:
A report was received that the patient was experiencing discomfort due to the location of the ipg. The patient underwent a pocket revision wherein the ipg was moved from the left posterior flank to the right posterior flank. The patient was doing well after the procedure.